Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the helix was unable to retract or extend on the lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient¿s condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.